Manufacturer narrative:
Further information was received. The device was in clinical use, providing therapy at the time of the reported event. No harm or injury has been indicated or alleged. The biomed replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that the unit had touchscreen issues, the bottom quadrant is not working. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event; however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the unit's touchscreen is not working in the lower right-hand corner. The biomed stated when attempting t to select anything in the lower corner you had to press several times for it to recognize a touch. The rse guided the customer to the touchscreen diagnostic screen and had him track his finger to the area, the issue was to see if the touchscreen is able to track or if it deviates off course. The touchscreen did not track in the lower right corner. The rse explained to the customer that this was a bad sector of the touchscreen and the touchscreen needed to be replaced. The rse provided the customer with the touchscreen part number and price. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.